Event description:
It was reported that pump declared cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, removed cartridge, inspected and removed extra o-ring from pneumatic tap, cleaned pneumatic tap area, reattached cartridge to ensure it was fully snapped into place, followed on-screen steps to complete cartridge loading, and successfully resumed insulin delivery.